Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the connector was flooded. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the damaged connector by a strong impact. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the white balance of the device could not be obtained. The device was returned to the olympus repair center. Olympus repair center found that the endoscopic image failure and error e216 (scope communication error) occurred due to the inundation of the connector. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.